Event description:
Spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("the patient was experiencing one-sided pelvic pain and requested removal of the device") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed essure device only on the side of pain). At the time of the report, the pelvic pain had resolved. The reporter provided no causality assessment for pelvic pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("the patient was experiencing one-sided pelvic pain and requested removal of the device") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed essure device only on the side of pain). At the time of the report, the pelvic pain had resolved. The reporter provided no causality assessment for pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.